Event description:
It was reported that a second surgery was performed to retrieve a free-floating fragment from the knee. The patient presented with a popping in the knee approximately 1.5 years post op from an acl repair; the top of the screw was found to be floating in the knee joint. The piece was successfully retrieved via an arthroscopic second surgery. The patient is currently doing well.

Manufacturer narrative:
Follow up information was reported that the implant was not countersunk at the time of implantation; it may have seated a little proud. Patient's demographics (age at time of event, date of birth, weight), medical history, and compliance with post-op protocol were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was reported as discarded, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Part number confirmation was requested but not provided, therefore device was used as the most likely part to this complaint. Lot number was also requested but not provided therefore device history record review could not be performed.based on the information provided, the most likely cause(s) of this event is undetermined. If additional relevant information is received, a follow-up report will be submitted.